Event description:
It is reported that the patient experienced a high blood glucose level of 45mg/dl and was hospitalized. Trouble shooting is conducted and we explained the possible reasons for the high level. The device is being returned. No further information available.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusiontest, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit receivedwith cracked case at display window corners. (B)(4).